Event description:
Customer failed t4 (thyroxine) external proficiency survey. The proficiency samples were repeated (B) (6) 2010 on same instrument. Sample 1, original t4 result was 10.3, repeat 14.1 ug/dl. Expected result 14.68 ug/dl. Sample 2, original t4 result was 3.9, repeat 10.2 ug/dl. Expected result 10.11 ug/dl. Sample 3, original t4 result was 6.8, repeat 4.2 ug/dl. Expected result 4.03 ug/dl. Erroneous results were on external proficiency samples only, no patients were affected. T4 reagent lot was 58815905. According to the customer, a valve on the rinse mechanism had to be replaced in (B) (6). The field service representative did not determine the cause of the discrepancies. He replaced the gear pump for precautionary reasons. The instrument has been serviced since original testing of the proficiency samples. He performed a t4 precision test which was acceptable.